Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-apr-2016, an fse conducted troubleshooting with the customer over the phone to address the reported event. During the troubleshooting, fse instructed the customer to clean and lubricate the z-axis guide rod. The customer was then able to run the instrument without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was z-axis guide rod.

Event description:
On (B)(6) 2016, a customer reported z-1 axis error with their g8 analyzer. The customer reported that the sampler was making grinding noises. When they removed the needle, the needle was not bent. They further reported that the sample needle moves down without any errors but it makes the grinding noise when it moves up. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.